Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The complaint was confirmed. Device has a broken tip near the tip pin. A small broken piece of the tip is missing. Complainant's event typically caused by applying leveraging forces. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the bottom jaw of the suture cutter broke in surgery. The big piece of the jaw was retrieved but a small fragment was not. The instrument was brand new and only cut two sutures when it came apart. Received (B)(4) report and spoke to rep who confirmed cannula was used. Smaller fragment was not retrieved by surgeon. An x-ray was taken but did not reveal the fragment in the shoulder joint, however the surgeon felt it may have migrated to the synovium.